Event description:
It was reported to boston scientific corporation that during a prostate biopsy procedure using a easy core biopsy device, the device misfired and the biopsy tissue was lost. The easy core device was re-used to do another biopsy and worked correctly.there were no patient complications reported as a result of this event. Patient's condition was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record revealed no anomalies that could be associated with this incident. Product unavailable for analysis.